Event description:
Customer reported a failure of device will not turn on. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion.